Manufacturer narrative:
Additional information: section d4 - expiration date. Section h4 - device manufacture date. The leads were returned to saluda for analysis. One lead failed functional testing due to an electrical isolation failure, and the second lead passed functional testing. The electrical isolation failure was observed to be caused by damage consistent with the result of interaction with the epidural needle. There was no indication of disconnected electrodes or bent leads during testing. The cause of reported disconnected electrodes and bent leads could not be established. The manufacturing records were reviewed, and the product met all requirements for release with no anomalies identified.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
During a patient¿s trial period with an evoke spinal cord stimulation (scs) system, disconnected electrodes were identified on both leads. Troubleshooting and programing were unsuccessful and bent leads were identified. The leads were revised, and adequate dermatomal coverage was obtained.